Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is inconclusive for the component missing issue. Based upon the available information, the definitive root cause for this event could not be determined. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port products that are cleared in the us. The pro code for the powerport slim implantable port products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced unsealed device packaging. This information was received from one source. This malfunction did not involve patient. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
The lot number was provided, therefore a lot history review could be performed. The sample was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport slim implantable port products that are cleared in the us. The pro code for the powerport slim implantable port products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced unsealed device packaging. This information was received from one source. This malfunction did not involve patient. Age, weight, and gender of the patient was not provided.